Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) was returned for investigation. Visual inspection of the as returned product identified a large amount of wear and debris about the implant threads, and the device is noted to be fractured at the collar. The reported product was located on tooth # 29 and used for approximately 3 years. The customer has not provided pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The reported complaint was confirmed following physical inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reported that the implant fractured at tooth site #29 and was removed on (B)(6) 2019.